Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited high pacing impedance and a loss of capture. The lead had exhibited a trend of increasing impedance for a year. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.